Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to debris-filled fluid, necrotic capsule, multiple avascular masses, sclerosis and necrosis of the acetabular bone, proximal osteolysis, and a pseudomembrane. The femoral head has been added to the complaint. The complaint was updated on: (B)(4) 2013.

Event description:
Patient was revised to address acetabular cup loosening and pain. **update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to debris-filled fluid, necrotic capsule, multiple avascular masses, sclerosis and necrosis of the acetabular bone, proximal osteolysis, and a pseudomembrane. The femoral head has been added to the complaint. **update: litigation papers received (B)(4) 2013. Litigation alleges metal poisoning and metallosis. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address acetabular cup loosening and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.